Manufacturer narrative:
(B)(4). Approximate age of device: 8 months. The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. The patient was noted to have elevated lactate dehydrogenase (ldh) levels as an outpatient and was started on prasugrel on (B)(6) 2016. The patient's ldh level was greater than 1400 u/l and continued to increase. Ramp study findings were equivocal. The patient underwent a pump exchange on (B)(6) 2016 for suspected pump thrombus after unsuccessful treatment with integrillin.

Manufacturer narrative:
The evaluation of the device confirmed the report of suspected pump thrombosis. Examination of the rotor inlet revealed a thin tissue-like thrombus formation adhered around the inlet bearing ball. The thrombus showed evidence of lamination and a portion of the deposition appeared darker in color, indicating potential denaturing. Laminated layering and denaturing are indications that the thrombus likely formed around the inlet bearing ball over an undetermined amount of time while the pump was operating. The observed deposition would have potentially contributed to the reported elevation in the patient¿s lactate dehydrogenase level. Examination of the remaining blood-contacting surfaces revealed no deposition or thrombus formation. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended during this testing. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.